Event description:
It was reported that during a laparoscopic sigma procedure, the device became hot and the clamp arm tissue pad became loose. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Device a was returned with the tissue pad melted and partially detached with the blade gouged at the tip. The device was tested with a test handpiece and generator and error code 5 was received, no further functional testing could be performed. Probable causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade "lockout" later in the procedure. Probable causes of the tissue pad damage is applying pressure between the instrument blade and tissue pad without having tissue between them. And activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument. Two additional devices were returned device b was returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed and the blade tip broke off. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. The device c was returned in good physical condition. Upon functional testing it was noted that the hand activation contacts (gold rings) were damaged, causing difficulty to screw and assemble the instrument onto the hand piece. Therefore, functional testing could not be performed. A possible cause for the damage is when inserting the hand piece the stud can inadvertently come in contact with the hand activation rings. Caution should be taken when attaching the instrument to the hand piece. Device b batch g9jm4c, mfg date 3/12/2010, exp date 2/12/2015, (B)(4). Device c batch g9kn1g, mfg date 7/27/2010, exp date 6/27/2015, (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.